Manufacturer narrative:
This report is submitted october 27, 2017.

Event description:
Per the clinic, the patient developed an infection at the implant site. Treatment with antibiotics were unsuccessful and subsequently, the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
Correction: date of explant is (B)(6) 2017 not (B)(6) 2017 as previously reported.